Event description:
Consumer is a visually-impaired diabetic. They reported that they believe they are not getting the correct amount of insulin when they use this product. Rptr said the markings on the syringe are not accurate, and the barrel looks smaller than a comparable brand they have used in the past. They said they used one of the terumo syringes last sunday and doubts that they got any insulin since their blood glucose level ran three times higher than normal. They said they use a medical device called a count-a-dose to assist them in drawing up correct insulin dosages. They do not think there is anything wrong w/it since they have used it with other brands of syringes and have not had a problem. No other complaints have been received on this product.